Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump. Caller was advised to call back if the malfunction recurred, and they acknowledged the instructions.